Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093413) on 13-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('began heavier bleeding and huge clots lasting at least 9 days') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. On an unknown date, the patient experienced disturbance in attention ("trouble concentrating"), loss of libido ("no sex drive") and polymenorrhoea ("the bleeding came 20 days before my periods"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, disturbance in attention, loss of libido and polymenorrhoea outcome was unknown. The reporter provided no causality assessment for disturbance in attention, loss of libido, menorrhagia and polymenorrhoea with essure. The reporter commented: the case has been made serious incident based on the patients claim that she has consulted the doc and completed the tests and hence will undergo hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093413) on 13-mar-2020. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('began heavier bleeding and huge clots lasting at least 9 days') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. On an unknown date, the patient experienced disturbance in attention ("trouble concentrating"), loss of libido ("no sex drive") and polymenorrhoea ("the bleeding came 20 days before my periods"). The patient was treated with surgery (scheduled hysterectomy). At the time of the report, the heavy menstrual bleeding, disturbance in attention, loss of libido and polymenorrhoea outcome was unknown. The reporter provided no causality assessment for disturbance in attention, heavy menstrual bleeding, loss of libido and polymenorrhoea with essure. The reporter commented: as per mr: date of surgery: (B)(6) 2011: tubal ligation performed. Portions of left and right fallopian tube sent to pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: reporter was added, no new clinically significant information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5093413) on 13-mar-2020. The most recent information was received on 01-apr-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('began heavier bleeding and huge clots lasting at least 9 days') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 20 days after insertion of essure. On an unknown date, the patient experienced disturbance in attention ("trouble concentrating"), loss of libido ("no sex drive") and polymenorrhoea ("the bleeding came 20 days before my periods"). The patient was treated with surgery (scheduled hysterectomy). At the time of the report, the menorrhagia, disturbance in attention, loss of libido and polymenorrhoea outcome was unknown. The reporter provided no causality assessment for disturbance in attention, loss of libido, menorrhagia and polymenorrhoea with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.